Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The initial investigation was performed on the user synced glucose data on data management system (dms), which is an eversense cloud platform. Based on the initial investigation analysis, it was observed that the sensor was taking longer than usual (after insertion) and there were multiple mismatches observed between (B)(6) 2023 and (B)(6) 2023. Due to this deviation in the sensor performance and to investigate the issue further, a return material authorization (RMA) was issued for the return and replacement of sensor. As part of the standard returned product analysis, a sensor functional performance test was performed on the returned sensor following the decontamination process. This test measures the sensor's fluorescence characteristics with respect to changes in glucose solution concentrations and temperature changes, and compares the results to the performance measured during the initial manufacturing of the same sensor. A review of the test results did not reveal any malfunction. Hence, the root cause of the issue cannot be conclusively determined based on the returned product analysis. In some instances, the failure mode (sensor performance) that presents itself in the body cannot be reproduced in the lab upon returned product analysis mainly as the test conditions do not replicate the exact conditions in-vivo at the time of failure, and the explant and subsequent decontamination of the product might also alter the state of the sensor. Based on historical data of similar incidents, the potential root cause of the issue could be attributed to insufficient hydration of chemical component of the sensor.

Event description:
Senseonics was made aware of an incident where the customer had a false hypoglycemia event on (B)(6) 2023 at 08:45 am. The customer reported that sensor glucose (sg) went below the low alert threshold of 75 mg/dl triggering a low glucose alert. The sg value was 65 mg/dl where as the measured blood glucose (bg) value was 122 mg/dl. The customer did not have any low glucose symptoms as the measured bg was in normal glucose range. The customer did not have to take any actions.